Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: the nurse established a venous channel for the patient according to the doctor's advice. During using, it was found that the connector did flow occluded and completely prevent fluidic fill in & fill out, but it still did flow occluded after replacement. At the same time, other teachers in the department also encountered similar problems. Only 6 remaining samples have been obtained so far. The sample cannot return. Customer response letter is need.

Manufacturer narrative:
A 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 17075807. Further information relating to the infusion set up was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17075807 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: the nurse established a venous channel for the patient according to the doctor's advice. During using, it was found that the connector did flow occluded and completely prevent fluidic fill in & fill out, but it still did flow occluded after replacement. At the same time, other teachers in the department also encountered similar problems. Only 6 remaining samples have been obtained so far. The sample cannot return. Customer response letter is need.